Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies multiple times. The customer's blood glucose (bg) level was in the 600s mg/dl and insulin injections were administered to address the bg level. After the most recent occlusion the customer changed the infusion set site and the occlusion cleared. The customer's bg was at target level. A tandem clinical diabetes specialist met with the customer to discuss the occlusions. The customer was to try a different type of infusion set.